Manufacturer narrative:
The device was not returned to (B)(4) for evaluation. Furthermore, the initial reporter did not provide any lot information. Evaluation and device history record review have not been possible.

Event description:
As recorded by customer service: "during feeding food and bile was backing up into tubing. No patient injury. Will be sending set in for investigation. . . On a 24 hour feed rate 200 ml." No further information was provided. (B)(4).